Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k3e 7.2mg plus blood collection tubes that there was underfill. The following information was provided by the initial reporter: the problem we encountered was that when we punctured the tube in the sampling room, the tubes did not fill at all or only very slightly, as you can see from the photo. We then tried another tube (without removing the patient's skin) and it worked, which showed us that we had a tube problem and that the problem did not come from the vein.

Event description:
It was reported that while using bd vacutainer® k3e 7.2mg plus blood collection tubes that there was underfill. The following information was provided by the initial reporter: the problem we encountered was that when we punctured the tube in the sampling room, the tubes did not fill at all or only very slightly, as you can see from the photo. We then tried another tube (without removing the patient's skin) and it worked, which showed us that we had a tube problem and that the problem did not come from the vein.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.